Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges the customers blood glucose (bg) level was impacted (320 mg/dl). Reportedly, the customer initially removed the cartridge outside the load sequence. It was indicated that the customer would use backup pump as alternate insulin therapy.